Event description:
It was reported that the customer had a paramedic visit on (B)(6) 2014 for low blood glucose levels. Customer was unconscious and had taken a glucagon shot. Customer did not eat sufficiently, causing low blood glucose levels. Customer did not have to the hospital but was visited only by paramedics. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.